Event description:
Shrinkage & hardening of plug, obstruction or blockage of cords, vessel & other structures including the vas deferens, irritation of nerves, chronic neuralgia, chronic pain, azoospermia & infertility.